Event description:
Customer received a false positive result on an unknown date when testing using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Customer tested negative using four binaxnow rapid antigen tests on an unknown date. Customer has no symptoms but had a known exposure four days prior to testing positive with the cue covid-19 test. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.